Event description:
The pt received a scs system on (B)(6) 2006. It was reported on (B)(6) 2011 that the pt could not turn stimulation up to perception. X-rays of the pt were taken and no anomalies were noted. There were no reported falls/traumatic events. Sjm representative will be discussing options with the pt and the doctor. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.